Event description:
The customer tested her blood glucose and received a reading of 61 mg/dl using her contour usb meter and a reading of 120 mg/dl using her contour meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer performed control tests during the call and the results fell within the normal control range. No product will be returned since the customer used the last of the test strips while troubleshooting. A replacement meter was sent to the customer.